Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) provided inadequate pacing treatment due to an inability to reconfirm an arrhythmia. As a result, the patient experienced an asystole lasting about 4 seconds. No additional adverse patient effects were reported, and this crt-d remains in service.